Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage exposure/extrusion/protrusion and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedures of a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. It was reported that post implantation the patient experienced vaginal infection, extrusion, urinary problems, bowel problems, and bleeding. (B)(4) -urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-19922. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginitis, dyspareunia, incontinence, and urinary frequency. It was reported that patient underwent revision and resection of exposed mesh, removal of mesh sling, revision of the anterior vaginal wall mesh, 1-2 mm closure of vesicourethral fistula, open laparoscopy with enterolysis, laparoscopic burch procedure, and cystoscopy on (B)(6) 2013 by drs. At (B)(6) hospital.

Event description:
It was reported that following insertion the patient experienced vaginitis, dyspareunia, incontinence, and urinary frequency. It was reported that patient underwent revision and resection of exposed mesh, removal of mesh sling, revision of the anterior vaginal wall mesh, 1-2 mm closure of vesicourethral fistula, open laparoscopy with enterolysis, laparoscopic burch procedure, and cystoscopy on (B)(6) 2013 by drs. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesion. It was reported that the patient underwent excision and revision of exposed urethral sling 3 x 2 cm , excision and revision of exposed urethral sling .5 cm, anterior repair and mini arc sling on (B)(6) 2008 by dr. (B)(6). It was reported that the patient underwent anterior repair, rt.&lt. Sacrospinous ligament fixation with repliform and excision of exposed prolift mesh on (B)(6) 2009 by dr. (B)(6). It was reported that the patient underwent surgical excision of anterior vaginal mesh material (total removed approx. 2 x 2 cm aggregate) on (B)(6) 2011 by dr. (B)(6).

Event description:
Details: it was reported that following insertion the patient experienced adhesion. It was reported that the patient underwent excision and revision of exposed urethral sling 3 x 2 cm , excision and revision of exposed urethral sling .5 cm, anterior repair and mini arc sling on (B)(6) 2008 by dr.(B)(6). It was reported that the patient underwent anterior repair, rt.&lt. Sacrospinous ligament fixation with repliform and excision of exposed prolift mesh on (B)(6) 2009 by dr. (B)(6). It was reported that the patient underwent surgical excision of anterior vaginal mesh material (total removed approx. 2 x 2 cm aggregate) on (B)(6) 2011 by dr. (B)(6).